Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (1/13/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch vita enhanced meter was giving an unspecified error message. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On approximately (B)(6) 2011, the patient obtained an unspecified error message on the reported meter; he was unable to obtain a blood glucose reading. It was reported the patient took his usual dose of 34 units novomix insulin. On (B)(6) 2011 before dinner, the patient experienced the symptoms of weakness, sweating and dizziness. The patient administered self-treatment with food and/or drink; he did not seek any medical attention. During the troubleshooting telephone call, no error messages occurred and the meter was functioning appropriately. It would have been helpful to determine the specific error message that occurred, what actions the patient took during the time period he was unable to test, if the patient had a backup meter to use, his insulin regimen and what meals and medications the patient took prior to the onset of symptoms. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he took insulin without benefit of a blood glucose reading, and received treatment with food. Therefore this complaint is being reported.